Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced 3 hernia¿s. Twelve days prior to the receipt of this report, the pt went to the hospital because he was experiencing pain. The pain started that day or the day before while the pt was performing pd therapy. The pt completed pd therapy which made the pain worse. The pt reported that he felt full after the first fill on the cycler. Upon examination, the pt was found to have 2 hernias, one of the hernias was blocking the intestine. On the same day as hospitalization, the pt underwent hernia surgery. During the surgery, a third hernia was discovered. Six days after admission to the hospital, the pt was discharged. At the time of this report, the pt was reported to be recovering from the hernia surgery and will be on hemodialysis for 4-6 weeks. Additional information was requested but was not available.